Manufacturer narrative:
At this time no conclusions can be made as to the bard/davol ventralex and the allegations of device failure by the attorney. The information provided alleges that the patient underwent an additional surgery, during which the mesh is alleged to have been contracted and buckled however, no medical records were provided and no sample was returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent a hernia repair procedure. A bard/davol ventralex patch, reference number 0010302; lot number huvi2036 was implanted in the patient during the procedure. On (B)(6) 2014: the patient underwent an open abdominal surgery because the bard/davol ventralex had failed. As alleged, the device had contracted and buckled and caused a failure of patient's hernia repair. The attorney alleges the bard/davol ventralex device used in the patient's hernia repair surgery failed. The patient has suffered and will continue to suffer great pain, suffering, and mental anguish. The patient is seriously and permanently injured.